Event description:
The technician alleged the mattress cover is breaking down and there are signs of visible fluid ingress. No patient impact.

Manufacturer narrative:
The technician installed a treatment revitalization kit to resolve the issue.